Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The doctor would "up it a little bit and up it a little bit" but the patient did not think it was much because the patient was taking oral and liquid. The indication for use was noted as non-malignant pain. It was reported that the pump was alarming or beeping. The pain pump was apparently not functioning, or working, or did not "have any juice left in it." They wanted to silence the alarm without refilling the pump. It was reported that the patient was hearing a dual tone alarm (critical alarm) that was driving him crazy for "months now" (from (B)(6) 2018). He was just at the managing hcp's office the other day, but they did not hear it and they just looked at him, they did not do anything about it. The patient had stopped using the pump/taking the intrathecal morphine because he lost so much weight and the pump was pressing on his hip since he thinks 2017. It was hurting at the pump site from pressing on his hip "because it's so heavy" because the patient was (B)(6) and was down to about b)(6) at the time of the report. The morphine was not helping him since 2017 he thinks, so he did not want to be on it. The patient was taking fentanyl at the time of the report, which he did not want to be on but he had no choice. He went back and forth to the doctor and they had plans to remove the pump, however it was cancelled because the patient was never cleared by a cardiologist. He was also in the emergency room (ER) for heart failure and bleeding in (B)(6) 2017. Patient did not know if this was related to the pump, it could have been. He just wanted to cut the pump out himself. There were no further complications reported at this time. Additional information was received from an hcp. It was reported that the pump alarm was an end of service (eos) alarm. The cause of the heart failure and bleeding was not determined. The patient was placed on diuretics to resolve the heart failure and bleeding and it had nothing to do with the pump, per the hcp. The pump would be explanted on (B)(6) 2018 to resolve the alarm. The patient did not want to continue to use the pump. There were no further complications reported at this time.